Manufacturer narrative:
Concomitant medical product: model: d334drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. Other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received therapy from their implantable cardioverter defibrillator (ICD) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited some undersensing of p-waves during stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.